Event description:
It was reported that customer experienced high blood glucose (bg) and presence of ketones that led to emergency room visit and hospitalization, including admission to intensive care. The cause of the elevated bg was unknown. Issue did not cause injury, and healthcare provider did not identify ketone level as dangerous or life threatening, with highest blood glucose recorded at 30 mmol/l. Customer received intravenous saline and insulin, treatment resolved issue, healthcare provider did not identify any permanent damage, and customer was released from hospital on same day, after which system and supplies check was completed and no further assistance was required.